Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed an e226 scope communication error. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Correction to d9 device availability, updated to ¿no¿ from ¿yes¿. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.